Event description:
The hospital director of cardiopulmonary reported the following event: in 2009, the patient deteriorated and coded, requiring resuscitation. Respiratory therapy (rt) staff reported the ventilator wasn't delivering volumes and was not alarming. The patient was resuscitated, required manually bagging, and was then put back on the ventilator. Rt staff noticed that the patient circuit was disconnected from the humidifier. They reported they were unsure when that occurred. The patient's pre-event condition was critical, ventilator dependent and trach'd, on high fio2 and respiratory rate. He did not know how the patient coded. Hospital risk management reported the following: the reason for the resuscitation was that the patient went asystole after a tachycardia episode. The patient's o2 saturations were not being monitored because the patient was not on an oximeter as they should have been. The employee who was responsible has been counseled. The patient had a history of cardiac episodes including asystole. He reported they could not determine specifically what caused the resuscitation event, due to multiple events occurring, including the patient's cardiac history, failure to monitor patient using oximeter, and the patient circuit getting disconnected from the humidifier. He reported it did not appear that the patient event was caused by a malfunction of the ventilator, but was due to one of the multiple events they were aware of. Review of the ventilator trending information revealed that the same day, the ventilator began alarming low inspiratory pressure, low minute volume, low mandatory tidal volume, inspiratory time too long, and showed a decrease in tidal volume, all of which are consistent with a patient circuit disconnect as the customer reported had occurred. At 1100 tidal volume increased back to volume levels before the disconnect occurred. The manufacturer's service technician performed an evaluation of the ventilator, and completed performance verification testing, all of which passed to operating specifications. The service technician was unable to duplicate the customer reported problem of no alarms sounding or loss of volume during testing. The service technician reported the customer stated at the time of the reported event, the ventilator had been located in the farthest room from the nurses station, with no remote alarm nurse call in place. This event is believed to be caused or contributed to by user error.